Manufacturer narrative:
Pump received with missing retainer, missing reservoir tube o-ring, scratched case, cracked select button keypad overlay, texture damage on keypad overlay, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the missing segment on insulin pump. Location of the damage was reported as reservoir compartment. The customer¿s blood glucose level was 93.6 mg/dl at the time of the incident. The reservoir does not lock into place. The customer was assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.